Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as this event appears to have been potentially serious in nature and life threatening to the patient, based on the actions taken and the rapid appearance of the symptom, and an align product was being used.

Event description:
The patient experienced swollen lips during the fitting of the aligners in the treating doctors office. 9-1-1 was called and the patient was transported to the hospital. The patient was prescribed antihistamines (unspecified) and steroids (unspecified) to alleviate the reported symptom. The treatment was discontinued on (B)(6) 2020 and the patient is currently getting better.